Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. There was reportedly a loss of data. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/09/2015 device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a review of the black box revealed evidence of a time/date reset 1 minute after a por on 07/07/15 at 9:53am. The pump was set to the incorrect time and date after it was powered on at 07/06/2015 at 09:54am. The returned battery cap and test cartridge cap were used during investigation. No errors, alarms or warnings occurred during the 24 hour duration test. The pump was able to maintain all other settings and history. The reported ¿lost data¿ was unable to be duplicated during investigation. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.